Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker had lost almost four years longevity during a remote transmission six months ago. However, during the recent device check, the device showed seven and a half years remaining longevity. The device was submitted for an engineering analysis and it showed that the battery diagnostic data indicated that the power consumption of this device has been steadily increasing for over a year. The malfunction appeared consistent with other pulse generator that have had continuous average power increases due to hydrogen in the enclosed device case. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker had lost almost four years longevity during a remote transmission six months ago. However, during the recent device check, the device showed seven and a half years remaining longevity. The device was submitted for an engineering analysis and it showed that the battery diagnostic data indicated that the power consumption of this device has been steadily increasing for over a year. The malfunction appeared consistent with other pulse generator that have had continuous average power increases due to hydrogen in the enclosed device case. Additional information provided that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.